Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was seeing a power on reset (por) message on their patient programmer the day of the report when trying to increase therapy strength. It was reviewed, and they were redirected to their healthcare provider to clear the por message. There were no patient symptoms or further complications reported at this time.